Event description:
It was reported that during a laparoscopic lobectomy procedure, the staples malformed. In the middle of the staple line, the staples did not form at all; they were box shape. The physician put overstitches to close the tissue. There was no pt consequence.